Manufacturer narrative:
Device evaluation details: the device was returned to the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual analysis revealed foreign material in the dome area. The device was connected to the carto 3 system and it was recognized and visualized correctly. Then an electrical test was performed and the values were within specifications, no signal noise or electrical issues were observed during the test. Then, a fourier transform infrared spectroscopy (ftir) was performed and revealed that the unknown material spectrum indicates that it is an acrylic or methacrylic based polymer, an industrial adhesive with a methacrylic ester structure. Some differences in peak intensity and positioning suggest potential chemical variations. This supports the hypothesis that the unknown particle is a methacrylic adhesive residue; however, it is not possible to determine the exact nature of the foreign material with the information provided. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The noise issue and current leakage issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The foreign material was unrelated to the reported event, the potential cause could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the foreign material issue identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported noise and current leakage issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a foreign material in the dome area. It was initially reported by the customer there was noise on distal electrode & current leakage. There was no patient consequence. The customer's reported noise and current leakage issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, the bwi pal revealed a visual inspection of the returned device found a foreign material in the dome area. The foreign material issue was assessed as an MDR reportable malfunction.